Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: c4tr01 crt-p implanted (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced persistent diaphragmatic stimulation from the left ventricular (lv) lead. Reprogramming could not resolve the stimulation. The lead was programed off and the patient developed progressive fatigue and shortness of breath. The lead was subsequently capped and replaced. No further patient complications have been reported as a result of this event.